Event description:
One patient with discrepant hba1c results. Initial result gave 4.7%. Sample was repeated using same methodology in 2008 resulting at 10.9%. Erroneous result reported. Pt not adversely affected. Although, the exact root cause was not determined, the field service rep replaced all sample and reagent probes. Performance tests were performed.